Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit without packaging and three photos. During the visual/microscopic examination it was observed that foreign material was present on the catheter tubing near the tip as well as the on bevel of the cannula confirming the reported defect. Spectral analysis was performed and the foreign material was identified as ds 360 silicon. Based on the location, color, and consistency of the foreign the material is most likely lubrication used during the manufacturing process. Silicone can form gel particles over time and it is possible for it to turn black with oxidation and heating. H3 other text : see h.10.

Event description:
It was reported that black foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter tip before use. The following information was provided by the initial reporter, translated from japanese to english: "when unpacking, the hcp found black fm on the needle tip."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that black foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter tip before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when unpacking, the hcp found black fm on the needle tip."